Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The part is broken and the broken part (shaft thread and the tip) was not delivered. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All still measurable dimensions were measured and fulfill the specifications according to the drawing. A complete check of the screw was not possible because the broken part (shaft thread and the tip) was not returned. In addition the corresponding raw material certificate was checked, no deviations were found. Due to the facts above a manufacturing related issue can be excluded. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. (B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 30july2014. Expiry date: 01july2024. Non-sterile part 02.226.754, lot 9074284 was manufactured in (B)(4). Manufacturing date: 17july2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a headless compression screw (hcs) broke when the surgeon was introducing the screw. The tip was left behind in the patient. The surgeon took a new screw on the side. Prolong the surgery two to three (2-3) minutes. Patient is reportedly fine. This is report 1 of 1 for (B)(4).